Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, the first firing was successful. For the second firing, after 4 staples each were fired on right and left side, the knife stopped on the halfway. The surgeon said the tissue was not thick and did not clamp any foreign material. The procedure was completed with another device. The status of the patient is no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted no visual abnormalities. The single use loading unit (sulu) was received partially applied with staples protruding at the proximal end of the cartridge and engaged in interlock. Also, there was damage noted to the knife blade. The sulu was reset and loading sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Replication of the knife damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.